Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient developed an infection soon after the implant procedure. The physician elected to not explant the system, rather treat the infection with wound care and antibiotics. The field representative was contacted and was not aware if the patient was treated with intravenous or oral antibiotics. No additional adverse patient effects were reported.